Event description:
It was observed that during the device evaluation, the subject device exhibited burn damage to the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: using a high-frequency treatment device without maintaining sufficient distance from the tip. The event can be detected/prevented by following the section of instructions for use which state: 10.1 how to recognize and deal with anomalies. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.